Manufacturer narrative:
The available information suggests this product was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a low voltage alert, code 1003, was recorded on this device pre-implant. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. Device voltage recovered when device was warmed. Device was not implanted. No patient involvement.

Event description:
It was reported that a low voltage alert, code 1003, was recorded on this device pre-implant. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. Device voltage recovered when device was warmed. Device was not implanted. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003 was inducted by exposure to cold temperature below labeling (0 degree c) while in the shipping box.